Manufacturer narrative:
H3: the axium coil was returned for analysis. The actuator interface was found to be securely attached to the coupler tube. There was no evidence of mechanical detachment attempts using an instant detacher at this location. The break indicator was found intact. There was no evidence of manual detachment attempts at this location. The coin was found present and still against the lumen stop. The implant coil was found still attached to the pusher. No damage was found with the implant coil. An in-house instant detacher was then used for detachment attempt with the returned coil. The implant coil was detached on 1st attempt with no issues. No other damages or anomalies were found with the returned device. Based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. However, the root cause could not be determined as no damages were found with the returned coil. The implant coil was detached successfully using an in-house instant detacher on 1st attempt. No issues were found during detachment of the coil. Since, the instant detacher was not returned; any contribution of the instant detacher to the issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the the coil was pushed out of the sheath, soaked in heparin saline, and delivered into the catheter normally. However, three detachment attempts were made with the detachment device, but the coil failed to detach. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the c4 segment of the internal carotid artery (ica) with a max diameter of 10 mm and a 3 mm neck diameter. It was noted the patient's blood flow and vessel tortuosity were normal.

Event description:
Additional information was received on 2021-08-08. It was reported that three attempts were made to detach the coil using the manual method. No pushwire damage was observed after removal from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.